Event description:
Right after insertion, patient had severe pain in her belly and moves to the left side of her belly. Loss sense of urgency to urinate, and had a swollen belly. Went to health dept., and health worker couldn't find the iud. She went to her obgyne and after tests found it in her left colon, it had eroded through her uterus. It was explanted and she had stitches. Bleeding x 2 days and flatus.